Manufacturer narrative:
Wang, norman c., et al. (2025). Pulsed field ablation in persistent left superior vena cava for atrial fibrillation via interrupted inferior vena cava with azygos continuation utilizing novel electroanatomic mapping features in the presence of a permanent pacemaker. Heart rhythm case reports, vol 11, no 9, september 2025. Https://doi.org/10.1016/j.hrcr.2025.06.026. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional event information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) and other product specific information. If additional details become available, a supplemental report will be submitted. Correction to b5: updated for clarity. Correction to h6: added device code "a0712/pacing problem," patient code "e060101/asystole," and impact code "f1001/absence of treatment." Removed impact code "f26/no health consequences or impact" and patient code "e2403/no clinical signs, symptoms or conditions."

Event description:
It was reported per article of interest literature review that pacemaker noise with oversensing, pacemaker suppression, and 3.6 seconds of asystole were observed during a pulsed field ablation (pfa) procedure. Lead parameters were comparable before and after pfa applications. A 6-week follow-up pacemaker check demonstrated no recorded atrial tachyarrhythmias after the ablation procedure. No additional adverse patient effects were reported, and device implant status was unavailable. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
Wang, norman c., et al. (2025). Pulsed field ablation in persistent left superior vena cava for atrial fibrillation via interrupted inferior vena cava with azygos continuation utilizing novel electroanatomic mapping features in the presence of a permanent pacemaker. Heart rhythm case reports, vol 11, no 9, september 2025. Https://doi.org/10.1016/j.hrcr.2025.06.026. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional event information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported per article of interest literature review that pacemaker noise with oversensing was observed during a pulsed field ablation (pfa) procedure. Lead parameters were comparable before and after pfa applications. A 6-week follow-up pacemaker check demonstrated no recorded atrial tachyarrhythmias after the ablation procedure. No adverse patient effects were reported, and device implant status was unavailable. Due to the limited information received, further follow-up to obtain related details was not possible.